Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The large hem-o-lok clip applier instrument was analyzed and found to have a bent grip tang. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lock clip applier instrument had the metal part bent. The issue caused a delay in the procedure of less than 15 minutes. The procedure was completed with no known impact or patient consequence was reported.